Event description:
Information was received that the cadd administration set was leaking at the filter vent. Patient reports 5 occurences. This is occurring during infusion rates of 0.6ml/hr and 5ml/hr. This has caused study medication to be remade and the patient needing to be reassessed with each leak. Drug used blinatumomab. No reported adverse effects.